Manufacturer narrative:
Additional information: d10 (concomitant device added). Corrected data: h6 (health effect - impact code, component code, type of investigation, investigation findings, investigation conclusions). Updated results of investigation: the real intelligence tablet, part number rob10027, serial number (B)(6), intended for treatment was returned for evaluation. The reported problem was confirmed with a visual inspection. The cable has a kink where it enters the tablet. The reported problem was confirmed with a functional evaluation. The tablet was connected to the console. An image appeared and the touch screen worked as intended. When moving the tablet/cable during use, the screen turned black and the lights on the console started to flash. The console reset itself and the image appeared. This occurred every time the cable was moved. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. The most likely cause of this event is associated with damage to the cable through wear over time. Based on the investigation, no containment or corrective action is recommended or required at this time. Should any additional information be received, the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
Section h4 (device manufacture date) was updated. Internal complaint reference: (B)(4).

Event description:
It was reported that, during set-up for a cori assisted surgery, the screen and real intelligence tablet flickered, so that it was impossible to perform the procedure. A standard/manual instrumentation was used and the surgery was completed, after a non-significant delay. After the tm inspection, it turned out that the problem is the tablet. After disconnecting it and replacing it for another system, it works properly. No injury or harm were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3: the sample is under evaluation by manufacturing site. H6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.